Event description:
Event description guidant received information that this implantable cardioverter defibrillator's (ICD) battery voltage was lower than expected for the period the device has been in service. The charge time was also somewhat longer than expected.